Event description:
It was reported that a pressure transducer printed circuit board was defective and needed to be replaced. There was no report of patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The company field service engineer visited the hospital and investigated the anesthesia system. One of the four pressure transducer boards was found to be defective. After replacing it, the anesthesia system was successfully tested and cleared for clinical use. The device logs were not received and the replaced pressure transducer board was not returned for investigation. We have not been able to confirm which one of the four pressure transducer boards that was faulty and what kind of symptom it generated. Based on the above information, the cause of the reported event cannot be determined.